Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the issue was unknown. They stated that it only happened when the patient was near their bathroom or kitchen sink when thewater was running. It did not occur when the patient was showering. The hcp further stated that it felt like perineal contractions which were not pleasant or unpleasant. There was no progression or decrease in intensity. The issue was reported as not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the when the stood near their bathroom sink/kitchen sink, they would feel the stimulation get stronger. This had occurred since implant of the device ((B)(6) 2019). When asked if there was anything emitting an emi power source in these areas, the patient responded no. The patient stated that they thought it had to do with the ¿metal pipes¿. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.